Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported to have excessive sensor failure. Customer reported of having blood glucose of 40 mg/dl and 50 mg/dl. Customer reported to have received sensor failure. Customer reported that when attempting to attach sensor via serter, the sensor fell apart and needle hub stayed in serter and has been full of blood. During troubleshooting, test plug was performed on the transmitter and plug passed. After troubleshooting, customer was advised that sensor would be replaced.